Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure that the vessel sealer extend instrument stopped working, and stated that there was an exposed blade. The procedure was completed with a different backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The patient did not experience any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument and performed a device evaluation. Failure analysis (fa) confirmed, but could not replicate, the reported issue. The instrument was found to have 1 ceramic dot dislodged at the grip tips. The dislodged ceramic dot was not returned with the instrument. The following was found during the device evaluation, but is not related to the reportable finding: fa found multiple homing errors during initialization (error code 22026). The initialization failures were not replicated during in-house testing. The instrument passed the recognition/engagement tests when driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No dislodged blade was observed. The knife slot measurement was 0.028". The cut and energy delivery tests were unable to be performed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the vessel sealer extend instrument (part# 480422-01/m91210922 0250) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial# rsk8018 with 0 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged issue reported in this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment did fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.